Manufacturer narrative:
(B)(4) the post market surveillance department is in the process of reviewing medical records regarding this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A clinic manager reported the patient had a dialyzer reaction. The patient developed shortness of breath, chest tightness, and wheezing within the first 20 minutes of the hemodialysis treatment. The patient received benadryl, intravenously with good effect. The treatment was ended without a return of the blood within the circuit, and then the dialyzer was changed to another manufacturer's device. The treatment was able to be continued and successfully completed without further issue. The patient's estimated blood loss (ebl) was approximately 300ml. The physician determined the symptoms were from an allergy to the dialyzer and ordered the dialyzer changed to another manufacturer's device going forward. The complaint device is not available for evaluation as it was discarded by the user facility.

Manufacturer narrative:
Manufacturing evaluation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Additionally, a review of the incoming inspection records was performed for all material used in the production of the finished dialyzer lot. There were no non-conformances on any of the materials used in the finished dialyzer lot production; all materials were within set parameters and met acceptance criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records reveal the patient had dialyzed on (B)(6) 2016 with the optiflux 180nre dialyzer and had no reaction. Medical records state the patient had started hemodialysis on (B)(6) 2016 and there was no documented reaction prior to (B)(6) 2016. Medical records reveal the patient started on another manufacturer¿s dialyzer on (B)(6) 2016 and had no adverse effect. It should be noted that pre-dialysis notes reveal the patient had cold symptoms with harsh persistent cough and diminished lung sounds on (B)(6) 2016, lung wheezing on (B)(6) 2016 and diminished lung sounds with slight rales on (B)(6) 2016. However on (B)(6) 2016, (dates patient had no reaction during dialysis), the treatment notes reveal the patient¿s lungs were clear pre-dialysis. Medical records reveal the patient did have a comprised respiratory status prior to dialysis treatment on the days the patient did have a shortness of breath reaction. There is no documentation within the medical record indicating the patient has an allergy to the optiflux 180nre or optiflux 180nr dialyzer. There is no documentation within the medical record to suggest a causal relationship between the optiflux 180nre dialyzer or optiflux 180nr dialyzer and the patient¿s shortness of breath episodes.